Manufacturer narrative:
The returned device was evaluated. During investigation slight damage was found on edge of ribbon connector, however this damage has no impact on product performance or function. No loose objects or material observed during internal inspection. Mild contamination of chassis seam was found. The unit powers on normally using both ac and dc power sources. All readings are normal and as expected. No sporadic readings observed during evaluation. Based on the investigation above, the customer complaint could not be duplicated. The device is functioning as designed.

Event description:
It was reported that the device displays sporadic saturation readings. Reports something is loose inside the device. There was no known impact or consequence to patient.